Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Allegedly the patient was revised duet polyethylene ware. Revised to a 32° 15mm interseal liner and 32mm head +2.5.